Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: 1/25/2022. Device evaluation: the complaint simplicity was received inside of the original folding carton. Visual inspection under magnification revealed trace amounts of viscoelastic residue inside of the cartridge. Further observation revealed a lens stuck in the cartridge, an overridden lens, a plunger rod issue, and cartridge tip damage. The handpiece was disassembled and the assembly was inspected; presenting with no further issues. The lens was removed from the cartridge and presented with lens damage as well as a detached haptic. The complaint issue could be confirmed; however, this may be attributed to an inadequate amount of ovd, suggested by trace amounts of viscoelastic residue inside of the cartridge, and cannot be confirmed to be related to a manufacturing issue. Therefore, no product deficiency could be identified. The tecnis simplicity device was further evaluated to determine if the missing tip was caused by a wrong molding process or was damage by customer. Based on the evaluation results, for this type of failure to happen, an extraordinary amount of force was needed to be applied to the device during the handling process. Therefore, it can be concluded that the defect on the tip of the pushrod was not caused by a molding defect. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the device was defective the material is available for investigation. Through follow ups we learned that the intraocular lens (iol) was stuck in injector, one haptic was torn off. The issue was identified during handling. There was no patient involvement. No other information was provided.

Manufacturer narrative:
If implanted, give date: device not implanted, therefore no date available. If explanted, give date: device not implanted, therefore not explanted. (B)(6). Device evaluation: since product is not available for evaluation, the complaint issue was not verified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.